Event description:
The customer reported that the tube was placed in the patient on (B) (6) 2010 and the cuff failed later that evening. The patient required a non-routine re intubation. The tube was discarded.